Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description from the service technician: adc 16, adc 9, adc 10 on test mode did not pass the min value inspection per mfg specifications.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
Hamilton medical ag received the following incident description from the service technician: adc 16, adc 9, adc 10 on test mode did not pass the min value inspection per mfg specifications.